Manufacturer narrative:
Additional information: sections b.3, d.6b, & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy analysis of the array revealed excessive parylene coating within the contact pad at an electrode, which is believed to have contributed to the open impedance measurement at the clinic. In addition, excessive parylene coating was found within the contact pads at some electrodes. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report.